Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The initial scheduled procedure treated a 99% stenosed lesion located in a mildly tortuous and moderately calcified superficial femoral (sfa) artery. An unspecified wallstent was implanted. On (B)(6) 2010 the patient experienced pain at resting conditions and restenosis of the wallstent was found. A percutaneous transluminal angioplasty (pta) treatment procedure was performed to treat the 99% in-stent restenosis of the wallstent. The restenosis was successfully ballooned with a 5.0mm x 40mm sterling balloon. The balloon was inflated twice to 6atms. The sterling balloon was removed and upon insertion of the device again the tip became kinked. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).